Manufacturer narrative:
Updated: describe event or problem, device lot number, device expiration date, device manufactured date. Bsc ID (B)(4).

Event description:
It was further reported that there were no patient complications. The patient's status post procedure was well run off after opening stenosis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent restenosis occurred. On (B)(6) 2017 the patient presented with atherosclerosis of native arteries of extremities with rest pain in the right leg. The patient was referred for catheterization. The right superficial femoral artery (sfa) was diagnosed as (B)(4) stenosed, with calcification and plaque. The right sfa was treated with a jetstream xc 2.4/3.4mm atherectomy device resulting in (B)(4) residual stenosis. The lesion was then pre-dilated with a non-bsc 6x200mm balloon resulting in (B)(4) residual stenosis. The lesion was then treated with the placement of a 6x150mm innova stent and post-dilation with a non-bsc 6x150mm balloon resulting in (B)(4) residual stenosis. There were no complications and the patient status was stable with palpable pulses post-procedure. On (B)(6) 2017 an angiogram of the right sfa found that the innova stent was (B)(4) stenosed, with plaque and intimal hyperplasia. The right sfa was treated with a jetstream xc 2.4/3.4 mm atherectomy device, resulting in (B)(4) residual stenosis. Followed by a 6x200mm non-bsc balloon catheter resulting in (B)(4) residual stenosis and a 6x150mm non-bsc balloon resulting in (B)(4) residual stenosis. There were no complications and the patient status was stable.